Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited almost inaudible alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the volume of alarms were barely audible. Internal inspection of the controller did not reveal any anomalies. The speaker was replaced during supplemental testing and the results revealed that controller regained functionality. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty speaker. If information is provided in the future, a supplemental report will be issued.